Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00826, 0001822565-2018-00827, 0001822565-2018-00828, 0001822565-2018-00829, 0001822565-2018-00830 , 0001822565-2018-00831, 0001822565-2018-00832, 0001822565-2018-00833, 0001822565-2018-00834, 0001822565-2018-00835, 0001822565-2018-00836, 0001822565-2018-00837, 0001822565-2018-00838, 0001822565-2018-00839, 0001822565-2018-00841, 0001822565-2018-00842, 0001822565-2018-00843, 0001822565-2018-00844, 0001822565-2018-00845, 0001822565-2018-00846, 0001822565-2018-00848, 0001822565-2018-00849, 0001822565-2018-00850, 0001822565-2018-00851, 0001822565-2018-00852.

Event description:
It was reported that the provisional instrument was fractured. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the returned devices were fractured. Device history record was reviewed and no discrepancies were found. All products had possible field lives of over 10 years and all show heavy signs of wear and tear and most are cracked, therefore root cause was determined to be wear and tear over a successful field life. The likely condition of the parts when they left zimmer biomet control is considered conforming based on the device history review and rir review. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.